Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end.

Event description:
It was reported that 8mm monopolar curved scissors (mcs) instrument was not cutting. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported issue on 8mm monopolar curved scissors (mcs) instrument did not occur during the procedure. There was no patient involvement.